Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed. The lead will be monitored via (B)(4).net. Patient condition after event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.